Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The device was received with a cracked case at display window corners and battery tube threads. The unit was also received with minor a scratched display window.